Manufacturer narrative:
Device evaluation: 1 x oa-10 of lot number c1712850 was not available for return to cirl. This pr was opened for the sticking of the guiding catheter to the pushing catheter of the oa-10 introducer. This is related to pr303468 (MDR ref: 3001845648-2020-00420) was opened for the difficult advancement of the clso-sf-10-15 stent. It was noted that the oa-10 device and the clso-sf-10-15 stent used are compatible and their use in the hepatic duct is not considered off label as this is considered part of the biliary ductal system. Documents review including IFU review: prior to distribution all oa-10 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for oa-10 of lot number c1712850 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1712850. The instructions for use, ifu0096-1 which accompanies this device instructs the user to: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ and in the precautions section ¿wire guide diameter and inner lumen of wire guide device must be compatible¿ there is evidence to suggest that the user did not follow the label as an incorrect wireguide was used. Root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide was used this would not have supplied sufficient support during advancement. It¿s possible that this lack of support limited the movement of the pushing catheter casing it to become stuck to the guiding catheter as evident by the resistance experienced when attempting to advance the introduction system and stent. Summary: complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Customers tried to place our clso-sf-10-15 in right hepatic duct, compatible with oa-10. However, the guiding catheter was stuck in a pushing catheter while they tried to place the clso-sf-10-15 after disconnect luer lock fitting. No adverse effects to the patient are currently reported.